Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following iol implantation, she is experiencing blurred, opaque vision, lacking clarity; able to see faces up close, but not far away and unable to see street signs while driving at night. Glasses for distance vision were prescribed however, she noted no improvement. There are two medical device reports for this patient. This report is associated with left eye. Additional information has been requested.

Event description:
Additional information has been received: consumer had her general ophthalmological check-up. Eye lubricant was prescribed in each eye for every 6 hours.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).